Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely depressed creatinine_2 (crea_2) results on five patient samples and glucose hexokinase_3 (gluh_3) results on two patient samples were obtained on an atellica ch 930 analyzer. Quality control (qc) was within range prior running patient samples. The customer cleaned and primed the reagent 1 (r1) probe. Siemens reviewed the qc data and observed intermittent qc outliers after running patient samples. Qc was repeated using the same reagent packs/wells and showed recovery within acceptable ranges. Siemens reviewed error log, which showed multiple errors. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse inspected the instrument ran auto check 3 times, cleaned all probes, and ran qc, which passed. Then, the cse replaced the dilution probe and ran precision which recovered acceptably. Siemens evaluated the event and determined that instrument/maintenance related issues potentially contributed to this event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that the falsely depressed creatinine_2 (crea_2) results on five patient samples and glucose hexokinase_3 (gluh_3) results on two patient sample were obtained on an atellica ch 930 analyzer. The erroneous results were reported to the physician(s). The samples were repeated on an original analyzer. The repeat results recovered higher than the erroneous results and matched the clinical history of the patient. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed crea_2 and gluh_3 results.